Event description:
It was reported that the clinic was requesting assistance in determining the remaining battery longevity of the patient's device as two different measurements differed. The device is still in use. It was further reported that the patient device reached elective replacement indicator (eri) within two weeks of an interrogation with the new software for this device. Premature depletion due to high battery impedance was suspected as the patient is only pacing less than five percent with no atrial therapies. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Event description:
It was reported that the clinic was requesting assistance in determining the remaining battery longevity of the patient's device as two different measurements differed. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. But we did receive performance data collected from the device and have analyzed the data. There were no anomalies found with the battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.83 v, while the daily battery voltage trend measurement was 2.97 v. This difference is within expectations (<150 mv).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. There were no anomalies found with the battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.83 v, while the daily battery voltage trend measurement was 2.97 v. This difference is within expectations (<150 mv). Diagnostic information is not consistent with the event. The device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.